Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown product code / lot number. UDI -unknown due to unknown product code / lot number. Explanted date: device was not explanted. PMA/510k - unknown due to unknown product code / lot number. Device manufacture date - unknown due to unknown product code / lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The patient's daughter called and reported an instance regarding an angio-seal device. She reported that her mother was in extreme pain at the angio-seal site. The procedure being performed prior to the use of the angio-seal was a heart catheterization.